Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a blank graphical user interface (gui) display. The ventilator was not on a patient at the time of the event. A service engineer (se) inspected the device and replaced the gui printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported there was a graphic user interface malfunction. The ventilator was not on a patient at the time of the event.